Event description:
Allegedly, component implantation was conducted on unknown date at (B)(6) hospital. On (B)(6) 2026, a revision surgery was done at a different hospital ((B)(6) hospital) from the one where the initial operation was conducted. The doctor who performed the revision surgery commented as follows; upon examining the explanted device during the revision surgery on (B)(6) 2026, soft tissue was found inside it. This may have been the cause of the dislodgement. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.